Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box history showed multiple unexplained pump reboot events were recorded on (B)(6) 2015. The returned battery cap coin slot was observed to be damaged. The pump lost power intermittently while attempting to secure the returned battery cap to the pump. A test battery cap was also not able to be fully secured to the pump and was unable to maintain an electrical connection with the pump. The test battery cap secured well enough at times to confirm the "verify" screen and test the keypad buttons, however the pump lost power easily. The battery compartment was cracked, extending from the threads down to the case seal. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed and no moisture or intermittent conditions were found to the power circuit.